Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 on the main was not detected on bus. A field service engineer (fse) found that all boards had displayed proper lights. The fse had reseated all cables and wires and examined the pyxibus cable. The inseparable was cleaned, and the station was rebooted. The fse verified operability using the hardware test application and completed the task. The application was launched and allowed the user to access the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred and the drawer could not be opened. Attempts were made to recover and reboot the station; however, the efforts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.